Event description:
It was reported that the pt was unable to adjust stimulation even with a new pt programmer. It was reported that the pt had taken several falls recently. The pt was encouraged to see their physician. Additional info was requested.

Manufacturer narrative:
(B)(4).